Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pace threshold measurement of 2.9v and triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that there was a gradual rise in pace threshold measurements and pace impedance measurements, that may be attributed to lead calfication. Technical services (ts) recommended further lead evaluation and troubleshooting. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that device interrogation was performed in-clinic. The rv lead was reprogrammed to bipolar, and the rv impedance alert value was adjusted to 3,000 ohms. No noise was seen on the lead sensing in bipolar configuration. The cause of the out-of-range pace impedance measurements was not determined. The plan was to continuing monitoring. It was noted that if current impedance trends continue, the hcp discussed programming to bipolar sense and unipolar pace. The patient is not pacer dependent and paces 3% in the rv lead. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced due to lead fracture and oversensed noise. During the procedure, the physician discovered that the ra lead was compromised at the superior vena cava (svc) where it was almost occluded. It was noted that the patient's atrial pacing burden had increased significantly. Subsequently, the physician decided to replace the entire system. Post-operative checks went well, and the patient was discharged the same day. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pace threshold measurement of 2.9v and triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that there was a gradual rise in pace threshold measurements and pace impedance measurements, that may be attributed to lead calfication. Technical services (ts) recommended further lead evaluation and troubleshooting. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that device interrogation was performed in-clinic. The rv lead was reprogrammed to bipolar, and the rv impedance alert value was adjusted to 3,000 ohms. No noise was seen on the lead sensing in bipolar configuration. The cause of the out-of-range pace impedance measurements was not determined. The plan was to continuing monitoring. It was noted that if current impedance trends continue, the hcp discussed programming to bipolar sense and unipolar pace. The patient is not pacer dependent and paces 3% in the rv lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pace threshold measurement of 2.9v and triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that there was a gradual rise in pace threshold measurements and pace impedance measurements, that may be attributed to lead "calfication". Technical services (ts) recommended further lead evaluation and troubleshooting. This lead remains in service. No adverse patient effects were reported.